Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: faded, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed multiple low battery warnings, multiple replace battery warnings and evidence of excessive battery usage. On examination, the battery compartment was noted to be cracked from the threads to the case seal. There was evidence of moisture contamination in the battery compartment and on the underside of the battery cap that was returned with the pump for investigation. The battery cap was not able to be fully tightened to the pump due to damage to the threads on the battery cap and the crack in the battery compartment. During testing, power loss was observed with the returned cap in use. A test cap was also not able to be properly affixed to the pump and also demonstrated power loss when in place. Electrical current draws were noted to be within specifications. A leak test revealed a leak at the crack in the battery compartment. The battery contacts were found to be intact and within specifications. Unrelated to the complaint, the display was noted to be faded, discolored and difficult to read. The pump cover was removed for investigation and did not reveal any evidence of moisture contamination or damage to the pump¿s interior.